Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the hospital emergency room for elevated blood glucose (600 mg/dl). Reportedly, the issue was resolved. Although requested, customer declined to provide any additional information.